Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 320 mg/dl at the time of the incident. The customer states she was experiencing high blood glucose levels and kept treating when she noticed yellow on tubing like if it was fat. The customer states having a lot of bubbles in reservoir, air bubbles size was 1mm. The reservoir will not be returned for analysis. Reservoir replacement request has been sent to local office,